Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system generated a fault code which warranted technical services (ts) investigation. The ts data evaluation was suggestive of a right ventricular (rv) lead integrity issue, as high out of range shock impedances were exhibited. Surgical intervention took place and the associated device removed and replaced and this chronic rv lead abandoned: new rv lead was implanted. No other resulting adverse patient effects were reported and no return of any product is expected.